Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed jp4 of power flex circuit was burnt. The service technician replaced power flex and issue was resolved.

Event description:
The customer reported when hooking up model palmtop ventilator revel ac power source into the aircraft the connection tripped the gfi circuit. The gfi connection was rest the lemo connection sparked and caused charring to the ac connection of the ventilator. At this time, it is unknown if there was any patient involvement associated with the reported event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.